Event description:
It was reported that the user¿s ilet pump displayed repeated ¿unable to proceed and restart (38)¿ alerts consistent with consecutive motor stalls during setup and a dry-run attempt, and a replacement device was shipped after restart and troubleshooting did not resolve the issue. Symptoms included no reported adverse physiological effects. Outcomes included interruption of insulin delivery and the need for device replacement.

Manufacturer narrative:
Investigation included technical review of the reported alert, verification of device information, and troubleshooting guidance. Investigation of this case revealed a suspected motor stall that persisted after priming and rewinding. It was concluded that the device experienced a hardware malfunction related to the pump motor, and a replacement was provided to restore therapy.